Event description:
New information received on 10/08/2018 indicated that patient had deceased due to acute respiratory failure. The patient had presented during an unrelated procedure and experienced dizziness, vertigo, and shortness of breath leading to acute respiratory failure. The patient was made do not resuscitate and expired while being transferred to intensive care unit.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient has deceased. There is no allegation from a healthcare professional that the device was device related. The cause of death was unknown. No additional information was reported.